Event description:
I was (B)(6) at time pacemaker was put in. Date was (B)(6) 2017. I did have chest pains before the pacemaker was put in. Did not start experiencing till after it was put in and continue to deal with palpations and am concerned about my medical condition and still not being treated. I didn't get better after having the pacemaker put in. I actually am still sick, getting sicker.